Event description:
The customer stated that she tested her glucose and received a reading of 429 mg/dl using her contour meter. She retested using her husband's contour and received a reading of 160 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. While troubleshooting, the customer performed control tests and received a result of 247 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.